Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, the user restarted the device more than twenty times, and a replacement ilet was issued; synced data showed a period of more than four hours without insulin delivery and a missed meal announcement, with glucose reaching 240 mg/dl and remaining out of range for approximately 12 hours, and no high or low glucose alerts occurred. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of uploaded device data and user-reported troubleshooting and education. Investigation of this case revealed a pump motor stall with interrupted insulin delivery consistent with a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.